Event description:
It was reported that the procedure was treating a moderately tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. The 3.0x18mm multi-link 8 coronary stent system was advanced; however, failed to cross the lesion due to the patient anatomy. Upon removal from the patient anatomy, the proximal shaft was found to be separated. Another 3.0x18mm multi-link 8 was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.